Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Medtronic therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through diagnostic logs the software did successfully adhere to the specified requirements and did perform in accordance with the expectations specified in the (B)(4), version e. After thorough investigation, medtronic could only see a "gatt client is closed" error on the day when the customer faced the issue. This error indicates a ble-level-related generic issue. This specific issue was observed after the pump had bonded with the phone, but after 2 minutes the gatt client failed to connect, thus failing the entire pairing process. Issue is confirmed. To assist with the resolution of the issue, medtronic provided the helpline team with the following step to ensure that it is addressed effectively: please instruct the customer to approve the pairing in the system os pop-ups, and not move the application to the background during the pairing procedure. 1) disable battery optimization for the mmm app: long tap on the mmm app icon>>app info>>battery saver>>no restrictions. 2) clear all previous pump bluetooth connections in bluetooth settings: open settings>>tap "connections">>tap "bluetooth">>tap the options icon next to the device (pump) you want to unpair>>tap "unpair">>confirm on the popup. 3) restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). If the previous steps don't help: 1) clear bluetooth's data. Steps for samsung devices (may vary slightly for other manufacturers): open settings>>tap "apps">>tap the sort icon (the down arrow with three vertical bars)>>tap "show system apps">>tap "ok" and all the system apps will appear in the list>>find and tap the "bluetooth" app>>tap "storage">>tap "clear data">>tap "ok" to confirm. Note: clearing the data will reset the app to factory default settings. Any personal bluetooth settings saved on the app will be removed. 2) restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). On some os versions (android 13+), the ""clear data"" button is inactive and cannot be pressed. In this case, and also if clearing bluetooth data did not help: 1) open settings>>tap "general management">>tap "reset">>tap "reset wi-fi and bluetooth settings">>tap "reset settings">>you may be prompted to enter your security credentials. Tap "reset" to confirm. Note: this will reset all wi-fi and bluetooth settings to factory default settings. All saved wi-fi and bluetooth connections and passwords will be deleted. 2) restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). Helpline has been confirmed that issue has been resolved medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of connection between carelink and the mobile application. The customer reported being unable to upload his data from the new pump. The event involved product mmt-6101. Troubleshooting was performed and the issue persisted after re-installing the minimed mobile app. Unable to resolve with existing troubleshooting or labeled instructions, the issue was escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.